Event description:
It was reported that each time a flash drive was inserted into the universal serial bus (usb) port the programmer would generate an error message. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The flash drive was inserted three times after the programmer was fully booted up to the desktop and running and the programmer crashed to a system error each time. The system fan is noisy.